Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 460 mg/dl last night. The wife stated that her husband did not know how to bolus. The wife stated that her husband watched tv and decided to have some canned peaches. The customer was new to the pump and was advised on how to use the bolus wizard.